Manufacturer narrative:
The field service engineer (fse) discovered a worn mixer pulley at the substrate mixing station. The fse replaced the mixer pulley,pinch rollers, peristaltic pump tubing, aspirate probes, and mixer belt. The fse completed system verification testing. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the wear of the substrate pulley. A definitive root cause is unknown.

Event description:
The customer reported calibration and quality control (qc) failures and a falsely elevated troponin I (access accutni+3) result, for one patient, involving the access 2 immunoassay system. An initial result of 0.35 ng/ml was obtained and released from the laboratory. As a result, the patient was admitted to the hospital. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome to date. The customer also noted an indication of elevated relative light units (rlu's) at the low end of the curves. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.